Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (1.0mg at .55) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2016 it was reported that at a routine refill of the pump in the physician's office the patient stated that she had been experiencing an increase in pain with symptom return. The physician's plan was to increase the dosage. The physician found that the pump had flipped and had to manually flip it back to perform the refill. At the refill, the expected residual volume was 8.7 ml and the actual residual volume was 12 ml; a 3.3 ml difference. The physician believed that the catheter may be kinked somewhere due to the pump flipping. There were no environmental, external, or patient factors that may have led or contributed to the issue. There was no diagnostics/troubleshooting performed. No interventions/actions were taken. The issue was not resolved. Surgical intervention was planned but had not yet been scheduled. The patient was meeting with the implanting physician this week to discuss surgical intervention. The patient status was reported as "alive - no injury".

Event description:
Additional information received from the healthcare provider reported that the patient did not show up for the appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.